Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the power-on self-test cardiosave intra-aortic balloon pump (iabp) displays the message iabp may require maintenance. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person; mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) spoke with the customer. The customer stated that the issue was solved by replacing the executive processor pcb and the video generator pcb from an unused device temporarily until new spare parts are received. The order is currently pending customer confirmation. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.